Event description:
It was reported that a cartridge alarm 20 occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support but was unsuccessful due to a recurring cartridge alarm. Customer reverted to an alternate method of insulin therapy.